Manufacturer narrative:
The target lesion for the index procedure was the mid right coronary artery (rca). The lesion was reported to be: restenotic, eccentric, 10-15 mm length, 2.85 mm vessel diameter, and with an angulation of 45 degrees to 90 degrees. A cypher select 3.0 x 18 mm stent was implanted at 14 atm via direct stenting. The stent was not post-dilated. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the e-cypher registry indicated that approximately four (4) months after the index procedure, the patient had a myocardial infarction (mi) related to an occlusion of the previously implanted cypher select 3.0 x 18 mm stent. The event was reported to have a highly probable relationship to the index procedure. There was no relationship given for the event to the study device. No information was available in regards to the patient's treatment after the event. Additional information has been requested but is not available at the time of this report.